Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. The customer was treated with food. Customer's blood glucose value was 32 mg/dl at time of incident. Customer's current blood glucose value was 135 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The drive support cap appears normal. The product was returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to motor error alarms. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address number label and cracked reservoir tube lip.